Event description:
Patients grandmother rang out, when nurse entered room grandmother holding the primary portion of patients cytosine arabinoside (ara-c) tubing in her hand. Tubing disconnected from spiros and chemo extension piece. Ara-c immediately paused and capped, extension piece clamped as blood had backed into tubing. 3 drops of chemo noted on patient floor. A chemo spill kit was obtained, and the doctor was notified as well as charge nurse. Per nursing and doctor made the decision was made to replace the chemo extension piece and prime the extension with normal saline as the primary tubing piece had not touched the ground or any other surfaces. The chemo primary portion of the tubing was disinfected, reconnected and ara-c was restarted. Approximately 6 ml of ara-c was wasted.